Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of intermittent blurred vision at distance, observed on a patient's right eye one week post lasik treatment. Patient noted intermittent right eye blurred and dull pain. Upon follow-up, reporter indicated patient was to continue with standard post operative drop treatment.